Event description:
A discordant, falsely elevated cardiac troponin I (ctni) result was obtained on one patient sample on a dimension exl with lm instrument. Additionally, discordant, falsely elevated results were obtained on a second patient sample upon repeat testing. The initial sample for patient 2 resulted lower. The discordant results were reported to the physician(s). The sample for patient 1 was repeated on the same instrument in replicates of three, all resulting lower. Both samples were re-spun and repeated on the same instrument in replicates of five each, all resulting lower. The sample from patient 2 was sent to a reference lab, also resulting lower. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated ctni results.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The customer stated that they performed precision testing for ctni using patient samples in replicates of five each, which were acceptable. A siemens customer service engineer (cse) specialist contacted the customer. Upon the cse's instruction, the customer installed a new flex and calibrated the instrument. The customer ran a system check and a service check, which were acceptable. The customer has no further issues with the instrument. The cause of the discordant, falsely elevated ctni result on two patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.